Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturing representative (rep) and healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that a patient was seen on (B)(6) 2017, reported that she lost balance at the top of staircase in her home and fell down staircase landing on her tailbone. Reported to medical doctor that the fall occurred approximately two weeks prior to office visit. Md contacted rep and asked rep to check patient impedances as patient reports unable to feel paresthesia in left low back and leg but can feel in right. Md also indicated that there is now a "a nontender prominence over the ins site". Patient explained about fall down staircase that her tailbone is very painful but xray did not indicate tailbone fracture. Stated that when turns off right side and has only program for left side active has turned amplitude higher than 7.0 volts and unable to feel paresthesia. When turns up program for right side can feel paresthesia. Patient has work next several days so unable to check her impedances until monday. No further complications were reported. No additional patient symptoms were reported.